Manufacturer narrative:
Physio further evaluated the removed quick-combo cable and verified the reported event. Physio observed that the overmold material was on one of the low voltage pins, causing the cable to not latch when connected.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the quick combo cable would not lock into place on their device. As a result, defibrillation would not be possible if it were necessary. There was no report of patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control provided the biomed with technical assistance. The customer received a replacement quick combo cable. The device and cable has not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the quick combo cable would not lock into place on their device. As a result, defibrillation would not be possible if it were necessary. There was no report of patient use associated with the reported issue.